Event description:
During the procedure, a blood clot was noted with no intervention needed. Access was gained via the right internal jugular (ij) and dilated up to a 12fr introducer sheath. After the target site was identified, a 0.018 300cm steelcore wire (abbott) was inserted, the pulmonary wedge catheter was removed, and the cardiomems delivery system opened and the delivery catheter was inserted over the wire through the introducer sheath. While inserting the delivery catheter to the left pulmonary artery (pa), resistance was felt in the right ventricle (rv) apex and the catheter could not be advanced any further. When attempting to remove the delivery catheter and sensor through the sheath, resistance was noted again. Both the sheath and delivery catheter were removed and a blood clot was noted on the cardiomems sensor. In addition, a kink was noted at the proximal portion of the sheath, before the valve. The delivery catheter and sheath were flushed multiple times. A scalpel was then utilized to dissect the introducer sheath through the kinked section, and successfully pulled the delivery catheter through the sheath valve. The sensor was vigorously cleansed in a bowl of normal saline to remove the blood clot. Another 12fr introducer sheath (abbott fastcath introducer) was inserted into the original puncture site. The pulmonary wedge catheter was inserted with a 0.025 guidewire (terumo) and attempted to get back into the left pulmonary artery. Difficulty was noted getting the guidewire back into the left pulmonary artery, but was unable to access the target vessel. The patient then developed a new onset continuous cough with hemoptysis, confirmed by the cath lab nurse using a yankauer to suction and seeing bright red blood. The procedure was paused until the patient¿s coughing and subsequent hemoptysis self-resolved. Another attempt was made to insert the cardiomems delivery catheter, but there was resistance when inserting the sensor through the sheath valve. Under fluoroscopy, it was confirmed that the sheath had a proximal kink and the case was cancelled. The sheath was removed and hemostasis was achieved. The patient was taken to the post-recovery area and was in a stable condition. The sheaths were thought to have kinked due to handling and the patient's position.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.